Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received (5) photo samples. Visual evaluation of the photo samples notes one opened (without original packaging), used silicone foley catheter with syringe. Verified material number 2758j16, batch number myjz4541 and manufacturing lot number ngjs4652. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received a 2-way foley catheter with cut portion of the inlet tubing and a straight tipped syringe. Verified material number 2758j16, batch number myjz4541 and manufacturing lot number ngjs4652. Visual inspection noted no obvious observations. During testing, the balloon inflated with 10 ml of methylene blue solution using the returned syringe and the catheter was allowed to rest with no observed leaks. Attempted to deflate the balloon passively and only 5 ml could be withdrawn. Using the in-house syringe, balloon passively deflated in 1 min 46sec. No cuffing noted. No leak was observed. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Corrections made to tab(s) d and h. Initial reporter complete facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that probably during pretesting the foley catheter water leaked from the valve during irrigation. Per notification from hcl investigator on 04feb2026, it was reported that difficult to deflate in syringe was found during sample evaluation on 13jan2026.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that probably during pretesting the foley catheter water leaked from the valve during irrigation.